Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm punch failed, punching knife automatically ejected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the case of the cutter. The safety lock on the cutter was disengaged and the actuation button was fully depressed. There were no signs of tampering to the device. The actuation button was depressed approximately 1 inch inside the tool. The needle at the tip of the cutter was observed to be bent. No other visual defects were observed. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. Based on the return condition of the device and the evaluation results, the reported failure mode ¿activation problem; cutter received fired/self-actuation¿ was not confirmed but was confirmed for the analyzed failure mode "material twisted/bent; needle".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm punch failed, punching knife automatically ejected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.